Manufacturer narrative:
Medical device expiration date: unknown. The reported lot # does not exist for the reported cat #. Therefore, the device expiration date is unknown. Initial reporter phone: (B)(6). Initial reporter fax#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe luer lok tip with graduations is found to be deformed. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: one photo was received for investigation and observed the syringe collar is deformed. One actual sample with open package was returned for investigation. The sample was subjected to visual inspection and a deformed syringe collar was observed. From returned sample, observed syringe collar is deformed and damage on the syringe luer lok tip and cross thread. The DHR was reviewed and no quality notifications were found for the reported batch. Investigation conclusion: probable cause could be at the needle assemble dial station, needle assembly guide skirt malfunction due to screw loose and leading to alignment issues between lower and upper tooling. This had caused the barrel and assembled needle not aligned during assembly resulting pressing against the barrel tip causing damage and cross thread found at syringe tip. The needle assembly guide skirt had been installed dowel pin to secure the misalignment at the 10ml assembly machine on 4th sep 2017. The complaint batch produced before action taken.